Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there was a call service 069. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 15-dec-2017 - device evaluation: the device has been returned and evaluated by product analysis on 18-nov-2017 with the following findings: during investigation, no cs069 alarms were observed in the black box or the alarm history. A 24 hr duration test was successfully completed with no call service alarms being duplicated. Investigators were unable to confirm or duplicate the original complaint. Unrelated to the original complaint, the display screen was found to have a pinkish contrast.